Event description:
Bard mesh used for ventral hernia repair in 2009 adhered to bowel resulting in infection, and required surgical removal and bowel repair. Dates of use: (B)(6) 2009 to (B)(6) 2018. Diagnosis or reason for use: abdominal wall hernia.